Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, and the customer was able to continue using the device without further issues.